Manufacturer narrative:
Our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd saf-t-intima¿ safety system experienced foreign matter on device needle. The following information was provided by the initial reporter: (B)(6) 2023 when preparing to insert an indwelling needle for a patient, I found a foreign object on the needle when I unpacked it, and discarded it. Considering the environmental factors of the factory production, there was a foreign object in the packaging, and the manufacturer was notified to recall and replace the product.